Event description:
It was reported that the pump battery was unable to charge despite using multiple usb cables and wall adapters. Additionally. The pump declared an unknown malfunction alarm and a temperature alarm. The customer's blood glucose was 389-398 mg/dl. Reportedly, the customer reverted to manual injections for alternate insulin therapy.